Event description:
Information received by medtronic indicated that battery was lasting only few days. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Customer complaint notes, stated insulin pump battery last only few days. Insulin pump monitored for several days. Insulin pump received with normal operating current. Insulin pump passed displacement test and self test. Insulin pump passed off no power test. No unexpected low battery alarm anomalies noted. Insulin pump history download using this was successful. However, alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. The alarms are due to the insulin pump not having power for a long period of time. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Insulin pump received with cracked belt clip slot, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.